Event description:
Tr band malfunction. Patient to cath holding post radial approach lhc [left heart catheterization]. Tr band placed with reported 18cc air for radial hemostasis. At ordered time the staff attempted to withdraw air for removal and there was no air to withdraw. The air leaked out. No issue or harm to the patient. All tr bands with the same lot # were removed and the vendor is aware.